Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine), and a penumbra engine canister (canister). During the procedure, the physician noticed that the lightning became occluded. Subsequently, the indicator light on the lightning turned yellow and nothing was going into the canister. The physician then connected a 3-way stopcock at the end of the lightning and gently flushed the lightning with a 60cc syringe while the engine was on. Afterwards, the lightning was cleared; however, the indicator light on the lightning turned red. It is unknown if the indicator light was blinking red or was solid red. To troubleshoot, the lightning was unplugged and reset multiple times; however, all attempts were unsuccessful and the indicator light on the lightning remained red. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.